Event description:
Deep vein thrombosis, pulmonary embolism: information was received in 11/2001 from a law firm, representing a physician who is being sued by a former pt. The pt sued by a former pt. The pt claimed that pt developed a deep vein thrombosis and a pulmonary embolism as a result of a synvisc injection. The pt died of an unknown cause (date not specified). No additional information has been provided. The quality assurance incident report showed that product released during 1999, 2000 and 2001 met specs.